Event description:
It was reported that during equipment testing conducted at the user facility metal shavings were coming out of the handpiece. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed, if additional info is received and requires reporting.